Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2013. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasure products have been shipped on or after june 13, 2018. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported events since the product was a product before countermeasures due to a change in the op-amp circuit design of the dr board, it is assumed that the product occurred due to a failure of the op-amp. Regarding the event in which no image appears, when the change history of parts was confirmed, it was confirmed that the design of the dr board was changed on april 16, 2018. It is unclear whether this design change is involved in the pointed out event.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported that multiple videoscope cables and scopes were tried. All replacement equipment was known to be working; however, the issue persisted. The same videoscope cables and scopes were connect to a different cv-190 and functioned as intended. Tac informed the customer that the issue was with the processor itself. As there was a possible connector or internal board issue. In addition, the device was returned to service center for evaluation. The customer¿s complaint of ¿connector not showing image with 180 series scope but works with 190 series scope¿ was confirmed due to a faulty patient board set and faulty printed circuit board. The unit was equipped with out dated software. The device was repaired and returned to the customer. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed that the video processor would not display an image when connected to 180 series scope or older scope model. However, if connected to a 190 series scope the processor would function without issues. There was no patient involvement reported.